Event description:
Pt underwent cystoscopy and left ureteroscopy and attempted stone manipulation. When attempt was made to pull stone out the stone basket broke. The head of the basket and the stone were left in the ureter and a stent was placed. Returned to or 3 days later, due to left flank pain d/t left ureteral calculus, left ureteral obstruction, injury of the left ureter.